Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-sensed t-wave oversensing on the ventricular lead was noted on a stored egm. The patient received inappropriate high voltage therapy. The device was reprogrammed.